Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and a failed battery test. Blood glucose level at the time of the incident was 188 mg/dl. The customer declined troubleshooting and was advised that she would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.